Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The ventilator inoperative allegation was not confirmed. The customer was consulted in regard to the repair. The customer was informed the device was under warranty and elected to have the device returned unrepaired and receive a limited warranty extension.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.